Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. The software was updated through troubleshooting and the message was cleared. The issue was resolved and the therapy was restored.